Manufacturer narrative:
(B)(4). The reported condition was not confirmed. The investigation found the device to function normally and within specifications. The jaws were not locked shut when the device was received. The jaws opened and closed normally when the handle was activated.

Event description:
The customer reported that the handle kept getting stuck during the case. There was no injury to the patient.